Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who doesn't know the circumstances that led to the tightness in feet/toes curling, balance issues, and falling, but they are trying to figure it out with their healthcare provider (hcp). The steps were taken to resolve the tightness in feet/toes curling, balance issues, and falling were the patient's settings were checked and changed to see if it helps; the patient and hcp are curious to see if there's an open circuit. The reported symptoms were experienced almost two months ago. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. The patient was worried the inss were getting low because they were experiencing a return of symptoms. The current inss had been implanted for two years. The patient was experiencing muscle tightness in the feet, toes curling, balance is off, and they were falling, including four falls the day prior to this report. It was reported the patient tore the "minus in [their] knee" and had surgery for it. The patient had just moved and did not have a current physician. The physicians in the area could not see the patient for two months and advised she go to the emergency room (ER). Their previous health care provider (hcp) advised them to have a manufacturer representative (rep) check their impedances. It was confirmed the patient¿s therapy was on and okay at the time of this report. It was also noted the patient was emotional and crying at the time of this report. The patient was upset about not being able to be seen. No further complications were reported.